Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia to 318 mg/dl after breakfast and hypoglycemia to 47 mg/dl overnight while using the ilet with an infusion set; the user changed the infusion site, noted no visible issues, and glucose trended downward, and education was provided on unannounced snacks leading to automated correction and on appropriate low treatment. Symptoms included low glucose with alert and subsequent high glucose without loss of consciousness or other adverse effects. Outcomes included self-management without medical intervention, no assistance required, and no ketone testing. Investigation included product use review, infusion set change, and user education on carbohydrate announcement and the 15/15 rule for treating lows. Investigation of this case revealed no device malfunction observed and that excessive carbohydrate intake for the low and an unannounced snack likely contributed to the glycemic excursions. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with user-related factors contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.